Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial #) and h4. The device was not returned to zoll medical corporation for evaluation. Instead, the battery used during the event was returned for evaluation. The surepower ii battery was evaluated and the customer's report was duplicated and attributed to the battery pack. The battery was scrapped after testing and the customer was sent a replacement battery. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.